Manufacturer narrative:
(B)(4). 65786201330 ¿ femoral stem ¿ 62630748, 00877503601 ¿ biolox head ¿ 2916777, 00625006525 ¿ bone screw ¿ 3941957, 00625006525 ¿ bone screw ¿ 63862351, 00620205222 ¿ shell ¿ 63816358. Customer had indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision approximately 4 years post implantation due to wear of the poly liner. The cup, head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified vertically oriented acetabular cup and evidence of polyethylene wear. Review of the device history records identified no (related) deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 -01797.

Event description:
No additional event information to report at this time.